Event description:
It was reported that during ablation in the right superior pulmonary vein (rspv) for a cardiac ablation procedure, a phrenic nerve response was observed, and temporary phrenic nerve paresis was detected on fluoroscopy. The paresis was no longer detectable by the end of the examination. The case was completed. The patient was doing well and had no limitations. No further patient complications have been reported as a result of this event. Dr. Beiert also noted that such a brief paresis during rspv ablations is observed significantly more often with farapulse. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).